Event description:
Lens becomes cloudy. Local distributor of intraocular lenses and equipment since 1999 has been sending medwatch-sheets regarding the complaints of some cataract surgeons about problems noticed at implanted intraocular lenses. The pt signs were visual aberration/optical phenomena at the iol. These observed phenomena occurred only with one type of hydrophilic acrylic iol of the MFR. Several times rptr asked this co to inform them about the reasons for the described complaints. Unfortunately they did not want to tell rptr the reason for these product problems.